Event description:
It was reported that the patient faced two infusion sets bent cannula events on 04-mar-2026 at abdomen insertion site within three hours of insertion. Blood glucose level was displayed high at the time of the event and patient took correction bolus via pump and changed the supplies to resolve the issue.

Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.